Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. It was concluded on site by our field service engineer that the device was in need of a new control printed circuit board (pcb). The device logs have not been returned for evaluation, nor have the identified faulty part either. The reported issue will be detected during startup and ventilation cannot be started when the technical alarm is active. If the issue would occur during ventilation, it will lead to stop of ventilation, the operator will be alerted through audiovisual alarms and generated technical error code. The reported issue indicates on a hardware error, which kind of error cannot be established by this evaluation since nothing has been returned for technical investigation.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).